Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had an over infusion. The patient received an infusion of imfinzi. The pump was noted to have alarmed, vitals taken, patients discharged. When charting the completion of the medication, the clinician observed the imfinzi was completed too soon (expected to have been an hour and was approximately 30 minutes) upon inspection of imfinzi bag, there was noticed a substantial amount-even could have been full amount. Should have been closer to 80 ml and seems that it was over 120ml. There was patient involvement but unknown harm.